Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5078455. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip, it was found to have grease / mold like substance within the syringe overwrap. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip, it was found to have grease mold like substance within the syringe overwrap. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA on 07/26/2018 via medwatch # mw5078455

Manufacturer narrative:
Investigation summary: one photo of a 10ml packaged syringe and 1 physical sample were received. The sample was a sealed 10ml package, confirmed to be from batch #8099660 (p/n 302995). The package had top web trim on the outside of the package almost fused with the bottom web. The web trim had grease marks on the surface. The bottom web itself had grease and track marks from the packaging machine on its surface as well. The package was opened and no foreign matter was observed on the inside. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the foreign matter defect is associated with the packaging process. No corrective actions are necessary based on the defective rate identified. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip, it was found to have grease / mold like substance within the syringe overwrap. There was no report of exposure, serious injury or medical intervention.